Manufacturer narrative:
Technical discussion with the surgeon indicated that the pt was active too early. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant broke after surgery. A new surgery was required.